Event description:
It was reported that the patient was in a motor vehicle accident the night prior to the report and had multiple injuries due to the car accident and the patient¿s car was totaled. The patient had complained of her stimulator constantly going off since the car accident. There was nothing to indicate what type of implantable neurostimulator (ins) the patient had or if it was the manufacturers. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).